Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump squirting insulin from end of set before connecting at their site and also they experienced low blood glucose event. Blood glucose level at the time of the incident was 40 mg/dl. Customer was not treated. Customer reported insulin pump system had not been in use within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was using auto mode. The insulin pump will be returned for analysis.